Event description:
An alarm 2 followed by an alarm 26 was reported by the caller, indicating an occlusion issue. The customer's blood glucose level was reported as ¿high¿ due to the issue, with a specific value unknown but exceeding 500 mg/dl (27.7 mmol/l). The customer took corrective action by resuming insulin delivery multiple times, administering an injection manually, and following instructions from technical support to manage the occlusion. Despite the alarms recurring, the problem was identified as a blockage in the cartridge, and the customer resumed insulin therapy after changing the necessary supplies.